Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08872 & 2015-02388).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain. A review of invoice history confirmed the surgery dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain. A review of invoice history confirmed the surgery dates. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain, metallosis, synovitis and elevated metal ion levels. Operative report further noted black metallic staining, soft tissue and cystic structure staining, cystic masses and erosion during the revision procedure. The modular head, acetabular cup and metal liner were removed and replaced.